Manufacturer narrative:
The customer indicated that, the devices were discarded.

Event description:
General report received of an unspecified number of undocumented incidents of leaks of unspecified solutions; subsequently, blood loss was noted. The customer contact reported, that the solutions leaked at the connection of the t-connectors and the patient's catheters. An unspecified amount of blood loss was noted. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.